Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted the lv lead also exhibited rising thresholds and intermittent capture. It was also reported the patient became symptomatic due to the intermittent capture. The lv lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited intermittent undersensing of atrial arrhythmias. The ra lead remains in use. It was also reported the patient's left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required as it did not apply to this event. If information is provided in the future, a supplemental report will be issued.